Event description:
The customer reported that when they attempted to take an image, the system would go into power save mode and hang. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was repaired. The system was then found to be operating as intended.